Event description:
A surgeon reports that an intraocular lens (iol) was explanted two days following implant surgery. The iol had dislocated (fallen) due to short haptics. The pt was reported to be fine following the explant.